Manufacturer narrative:
Device manufacture date: october 2014. The account mentioned that for the past six (6) weeks they have experienced dlk with their system. Recently they stopped treating and performed an internal audit of their procedures and a thorough cleaning of the surgical suite. The account mentioned to johnson & johnson surgical vision application support manager (jjsv-asm) they suspect their instruments as the cause of it however, they have not done any cases recently to know if the dlk has subsided. The system was evaluated by a field service engineer and he found no issues with the unit. Applications support manager visited the site and they reported they have plans to resume lasik at the end of october or early november. They are writing a new procedure for instrument cleaning prior to do treatments. They are currently only doing photorefractive keratectomy. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018 and presented post op with diffuse lamellar keratitis (dlk) in both eyes. Patient had flap lift and rinse procedure within a week of the original surgery date (exact dates not available) and topical steroids were given. Dlk have subsided with no loss of best corrected visual acuity. Current uncorrected visual acuity (ucva) is 20/15.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.